Manufacturer narrative:
The additional xience v everolimus eluting coronary stent system mentioned is being filed under the same MFR number.

Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: myocardial infarction resulting in permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that two xience stents (3.5 x 18mm and 3.0 x 23 mm) were implanted; however , the patient experienced a myocardial infarction during the index procedure. No additional event or patient information is available.